Event description:
It was reported that prior to starting a da vinci s hysterectomy procedure, the site experienced system error code #23020. The site contacted the isi field service engineer, however, they were unable to clear the system error code. The patient was under anesthesia for approximately 30 minutes when the site decided to convert to traditional laparoscopic techniques to finish the planned procedure. No patient harm was reported.

Manufacturer narrative:
The investigation conducted by isi field service engineering concluded that system error code # 23020 experienced by the customer was associated with a patient side manipulator (psm). The patient side manipulator is an instrument arm located on the patient side cart, that provides the sterile interface for the endowrist instruments. The system was repaired by replacing the affected psm. System error code #23020 appears when the da vinci safety system determines one of the switches in a specific manipulator is showing inconsistent signals on two switch leads. The system alarm (system generated fault code) functioned as designed and there was no injury to the patient. Upon determining this condition, the safety system put da vinci in a "recoverable safe state." The psm was returned to isi for failure analysis investigation. Engineering was unable o replicated the customer reported problem, however, the link 3 switch and board were replaced as a precaution. As of february 19, 2009, there have been no reported recurrences of the issue at this hospital.